Event description:
The customer reports that upon first use of the cable the patient was burned. The customer reports that the specific devices used with the cable are retractors that were manufactured by assi and snowden-pencer, and the light source by dyonics (xenon xl - (B)(4)). Seeking additional information from the physician re: extent of burn and treatment. Physician reports via telephone 12/10/2009 that a breast implant exchange was being performed using a lighted reactor. The patient sustained a cutaneous burn from the end of the cable that connects to the retractor. Physician reports indeterminate degree of burn. The burn was treated with ointment and a dressing.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.